Event description:
The customer contact reported a leak. The male luer lock adapter of the extension tubing set was connected distally to the female adapter of the pt's IV catheter. The female luer lock adapter of the extension set was connected proximally to an unspecified device and was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, it was reported that the nurse attempted to flush the line with an unspecified volume of normal saline for an unspecified reason. At this time, the customer contact reported that an unspecified volume of solution leaked at the end of the extension tubing set closest to the pt, at the wings. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No med interventions were required. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.